Manufacturer narrative:
No product was returned. A review of the device history record was not possible since the lot number was unavailable. Based on the information provided to st. Jude medical, the cause of the reported incident could not be conclusively determined. The angio-seal device instructions for use (IFU) caution that a pseudoaneurysm is a possible risk associated with the use of the angio-seal device or vascular access procedures. If suspected, these conditions may be evaluated with duplex ultrasound. When indicated, ultrasound-guided compression of a pseudoaneurysm may be used after the angio-seal device has been placed.

Event description:
It was reported a patient had a routine diagnostic angiogram and her arteriotomy was closed with an angio-seal. The patient returned to the hospital approximately five days later to have an ultrasound performed, which revealed a pseudoaneurysm. The patient received a thrombin injection, which stabilized the pseudoaneurysm. The patient was later sent home and no other complications were noted. Additional information was not available at this time.